Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent dislodgement occurred. The physician direct stented using a 2.25x12mm taxus liberte stent delivered and deployed distally in the right coronary artery (rca). Then the physician advanced a 2.75x2mm taxus liberte stent to the proximal rca. The physician had problems delivering the stent, withdrew it and felt it catch on the guide catheter. The physician withdrew the guide catheter, guidewire and stent system as a whole unit to avoid loosing the stent in the body. Outside the pt the stent came off the delivery balloon. The physician decided not to stent the proximal part of the lesion and the procedure was completed. No pt injuries or complications were reported. Pt condition listed as "pt was stable and ok at end of procedure."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.